Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. Additional information received from the field indicates the patient has been transferred to another hospital due to aggravation of an unrelated medical condition. At this time, there is no evidence to suggest intervention has been performed to explant and replace the ICD.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.